Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to clear the banner. Based on the information available and the testing conducted, the exact cause of the reported problem is unknown. The reported problem was confirmed. The banner was cleared. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that all central stations displayed a banner "wireless monitoring loss". The device was in use on a patient. There was no report of patient or user harm.